Event description:
Complaint received via medwatch uf#(B)(4) states: a patient arrived to ed with acute respiratory failure and was intubated with 7.5 et tube and transferred to ICU for ventilator management.(cont) et cuff was not holding pressure and had a continuous leak which necessitated reintubation with new 7.5 et tube within 24 hours and an additional et tube 8.0 replacement within 48 hours for continued cuff leak. (Initial event reported catured in MFR rpt# 8040412-2019-00091).

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, one representative sample was retrieved from the current production lot at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The cuff was inflated to 25 mbar using a calibrated endotest. The cuff remained inflated for 30 minutes. No leaks were detected. The representative sample was then immersed in water. No air bubbles were observed coming from the cuff. There were no issues with the sample taken from production; however, without the actual to evaluate the complaint could not be confirmed and the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint received via medwatch (uf# (B)(4)) states: a patient arrived to ed with acute respiratory failure and was intubated with 7.5 et tube and transferred to ICU for ventilator management. Et cuff was not holding pressure and had a continuous leak which necessitated reintubation with new 7.5 et tube within 24 hours and an additional et tube 8.0 replacement within 48 hours for continued cuff leak. (Initial event reported captured in MFR rpt# 8040412-2019-00091).